Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is in reference to a russia patient. It was reported the patient's ipg was deemed inoperable after no longer being able to communicate with multiple programmer devices. Troubleshooting attempts were unable to provide resolution as well. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The report of inoperable ipg was confirmed. As received, the ipg was unable to communicate with a lab clinician programmer. Analysis of the returned ipg found the device was running in therapy application, however, further testing revealed the bluetooth was not advertising on any of the correct frequencies. The device exhibits characteristics consistent with a failure in the ble circuitry.